Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucoses (bg) level between 560 mg/dl to over 600 mg/dl. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. The customer administered a correction bolus via the pump to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management. In addition, it was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.